Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the buttons are sticking. The 'ok' 'up' and 'down' buttons have been sticking, which has been happening for approximately 3 weeks. This report is being made based on the allegation that the keypad buttons are sticking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.